Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model and serial numbers unknown. Smartablate generator, model and serial numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) old male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with an unknown catheter and suffered sepsis and death. One month post-procedure, the patient was admitted to a different facility with nausea, malaise, abdominal bloating, and fever. Nasogastric tube was inserted. Patient was diagnosed with sepsis. Later that day, the patient exsanguinated and expired. There is no information regarding medical history. No autopsy was performed. Physician¿s opinion regarding the cause of death is that it may have been secondary to an atrio-esophageal fistula. There is no information regarding catheters used during the procedure. All catheters were discarded. Since it is not known what catheters were used to perform the procedure, this event will be reported under a generic smart touch catalog number.